Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent pelvic pain cramping sharp pelvic pain") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2000), gerd, memory loss and cesarean section. Concurrent conditions included female sterilisation and anesthesia. Concomitant products included lamotrigine and paroxetine hydrochloride (paxil) for anxiety and pregabalin (lyrica) for pain. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced arthralgia ("persistent joint pain / wrist pain") and pain in extremity ("hand pain"). In 2005, the patient experienced anxiety ("chronic anxiety / deepened anxiety/anxiety / mental anguish") and depression ("depression"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dysphagia ("difficulty swallowing") and pharyngeal oedema ("swelling in the throat"). In 2010, the patient experienced joint swelling ("swelling of joints"). In 2015, the patient experienced gliosis ("I have areas of gliosis on a brain MRI which correlate with autoimmune disease/abnormal brain MRI showing gliosis"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), hepatic enzyme increased ("my liver enzymes have remained chronically elevated"), fatigue ("fatigue / chronic fatigue"), pain ("achiness / pain"), feeling abnormal ("brain fog"), alopecia ("hair loss / significant hair loss"), dyspareunia ("pain during intercourse"), attention deficit/hyperactivity disorder ("inattention/add"), the first episode of paraesthesia ("painful paresthesias"), hypoaesthesia ("numbness in face"), the second episode of paraesthesia ("tingling in face"), cognitive disorder ("after essure was placed, I noticed a decline again in difficulty with my cognitive function"), stress ("stress"), allergy to metals ("nickel allergies / hypersensitivity reaction to nickel") with pruritus generalised, abdominal distension ("bloating"), tracheal calcification("I have severe calcification of my cricoarytenoid cartilage which is present with rheumatoid arthritis"), complication of device insertion ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it"), procedural pain ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it") and asthenia ("no energy"). The patient was treated with surgery (removal of the essure coils from fallopian tubes). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the rheumatoid arthritis, hepatic enzyme increased, arthralgia, joint swelling, anxiety, fatigue, attention deficit/hyperactivity disorder, hypoaesthesia, the last episode of paraesthesia, cognitive disorder, depression, stress, allergy to metals, abdominal distension, gliosis, tracheal calcification, dysphagia, pharyngeal oedema, complication of device insertion, pain in extremity and procedural pain outcome was unknown, the pain, feeling abnormal, alopecia and asthenia was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, asthenia, attention deficit/hyperactivity disorder, tracheal calcification, cognitive disorder, complication of device insertion, depression, dyspareunia, dysphagia, fatigue, feeling abnormal, gliosis, hepatic enzyme increased, hypoaesthesia, joint swelling, pain, pain in extremity, pelvic pain, pharyngeal oedema, procedural pain, rheumatoid arthritis, stress, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure (ess205). The reporter commented: patient received medical treatment for inattention/add,anxiety/depression,pain,joint pain,pelvic pain. Patient not sought treatment for stress and fatigue. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2001 : MRI of the brain : no evidence for central ganglionic or watershed ischemic tissue loss or gliosis. No evidence for mass, pathologic enhancement, or hippocampal temporal lobe lesion. (B)(6). On (B)(6) 2010 : x ray left wrist /hand clinical history of pain, loss of range of motion : negative left wrist, negative left hand on (B)(6) 2010 : x ray left wrist /hand clinical history of pain, loss of range of motion : findings compatible with either two 2 mm healed bone cysts or degenerative geodes within the trapezium bone of the right wrist. The findings are otherwise unremarkable. Negative right hand. On (B)(6) 2010 : upper abdominal ultrasound (abnormal liver function test): normal abdominal ultrasound. On (B)(6) 2015 : MRI brain w/wo (memory loss) : no abnormal mass effect is seen in the brain. There is no evidence of cerebellar tonsillar ectopia. No abnormal enhancement is seen in the brain or leptomeninges. The major intracranial flow voids are preserved. No abnormal flow void is visualized. Several tiny bright t2 foci which are nonspecific are noted in the corona radiata of the left superior temporal lobe. Faint diffusion abnormality only is seen concordant with those foci on the diffusion weighted images. These may be on the basis of gliosis in the presence of small vessel disease but may also be congenital. Impression: borderline normal study as described. Eeg correlation may be appropriate. (B)(6). On (B)(6) 2016 : us transvaginal for abdominal pain : essentially normal examination for patient age . No evidence for ovarian torsion or other acute gynecologic pathology. On (B)(6) 2016 : CT abd and pelvis w contrast for abdominal pain : the only potential abnormality is a heterogeneous appearance of the left ovary. This ovary however appears normal on sonography with normal blood flow. The etiology and significance of this observation is unknown. One possibility is that there was torsion present which spontaneously reduced. There appear to be two small hemorrhagic cysts in the right ovary which apparently is unassociated with symptoms and therefore likely incidental. Otherwise no other significant abnormalities of the abdomen or pelvis are found. Specifically, there is no evidence for free fluid present. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and persistent pelvic pain cramping sharp pelvic pain'), device dislocation ('the coil had migrated laterally and') and rheumatoid arthritis ('rheumatoid arthritis') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2000), gerd, memory loss and cesarean section. Concurrent conditions included body mass index normal, anesthesia and penicillin allergy. Concomitant products included lamotrigine for anxiety, pregabalin (lyrica) for pain as well as. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced arthralgia ("persistent joint pain / wrist pain/ progressive joint pain") and pain in extremity ("hand pain"). In 2004, the patient experienced influenza like illness ("flu-like symptoms"). In 2005, the patient was found to have hepatic enzyme increased ("my liver enzymes have remained chronically elevated") and experienced anxiety ("chronic anxiety / deepened anxiety/anxiety / mental anguish"), fatigue ("fatigue / chronic fatigue"), dyspareunia ("pain during intercourse") and depression ("depression"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced alopecia ("hair loss / significant hair loss"). In 2008, the patient experienced dysphagia ("difficulty swallowing") and pharyngeal oedema ("swelling in the throat"). In 2010, the patient experienced joint swelling ("swelling of joints"). In 2015, the patient experienced gliosis ("I have areas of gliosis on a brain MRI which correlate with autoimmune disease/abnormal brain MRI showing gliosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), pain ("achiness / pain"), feeling abnormal ("brain fog"), attention deficit hyperactivity disorder ("inattention/add"), paresthesia ("painful paresthesias"), hypoaesthesia ("numbness in face"), facial paraesthesia ("tingling in face"), cognitive disorder ("after essure was placed, I noticed a decline again in difficulty with my cognitive function"), stress ("stress"), allergy to metals ("nickel allergies / hypersensitivity reaction to nickel") with pruritus, abdominal distension ("bloating"), tracheal calcification ("I have severe calcification of my cricoarytnoid cartilage which is present with rheumatoid arthritis"), complication of device insertion ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it"), procedural pain ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it") and asthenia ("no energy"). The patient was treated with surgery (removal of the essure coils from fallopian tubes). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hepatic enzyme increased, pain and feeling abnormal had not resolved, the device dislocation, rheumatoid arthritis, arthralgia, joint swelling, anxiety, fatigue, attention deficit hyperactivity disorder, paresthesia, hypoaesthesia, facial paraesthesia, cognitive disorder, depression, stress, allergy to metals, abdominal distension, gliosis, tracheal calcification, dysphagia, pharyngeal oedema, complication of device insertion, pain in extremity, procedural pain and influenza like illness outcome was unknown and the alopecia, dyspareunia and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, asthenia, attention deficit hyperactivity disorder, cognitive disorder, complication of device insertion, depression, device dislocation, dyspareunia, dysphagia, fatigue, feeling abnormal, gliosis, hepatic enzyme increased, hypoaesthesia, influenza like illness, joint swelling, pain, pain in extremity, paresthesia, pelvic pain, pharyngeal oedema, procedural pain, rheumatoid arthritis, stress, tracheal calcification and facial paraesthesia to be related to essure (ess205). The reporter commented: patient received medical treatment for inattention/add,anxiety/depression,pain,joint pain,pelvic pain. Patient not sought treatment for stress and fatigue current weight: 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. (B)(6) 2001 : MRI of the brain : no evidence for central ganglionic or watershed ischemic tissue loss or gliosis. 2. No evidence for mass, pathologic enhancement, or hippocampal temporal lobe lesion. (B)(6) 2005 : hepatitis panel : non reactive (B)(6) 2005 : ast : 69 high (B)(6) 2005 : alt : 68 high (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : negative left wrist, negative left hand (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : findings compatible with either two 2 mm healed bone cysts or degenerative geodes within the trapezium bone of the right wrist. The findings are otherwise unremarkable. Negative right hand. (B)(6) 2010 : upper abdominal ultrasound (abnormal liver function test): normal abdominal ultrasound. (B)(6) 2015 : MRI brain w/wo (memory loss) : no abnormal mass effect is seen in the brain. There is no evidence of cerebellar tonsillar ectopia. No abnormal enhancement is seen in the brain or leptomeninges. The major intracranial flow voids are preserved. No abnormal flow void is visualized. Several tiny bright t2 foci which are nonspecific are noted in the corona radiata of the left superior temporal lobe. Faint diffusion abnormality only is seen concordant with those foci on the diffusion weighted images. These may be on the basis of gliosis in the presence of small vessel disease but may also be congenital. Impression: borderline normal study as described. Eeg correlation may be appropriate. (B)(6) 2016 : wbc : 20.9 above high normal (B)(6) 2016 : ast (sgot) : 103 above high normal (B)(6) 2016 : alt (sgpt) : 92 above high normal (B)(6) 2010 : ast : 59 high (B)(6) 2010 : alt : 43 high (B)(6) 2016 : alkaline phosphatase : 133 above high normal (B)(6) 2016 : us transvaginal for abdominal pain : essentially normal examination for patient age . No evidence for ovarian torsion or other acute gynecologic pathology. (B)(6) 2016 : CT abd & pelvis w contrast for abdominal pain : 1. The only potential abnormality is a heterogeneous appearance of the left ovary. This ovary however appears normal on sonography with normal blood flow. The etiology and significance of this observation is unknown. One possibility is that there was torsion present which spontaneously reduced. 2. There appear to be two small hemorrhagic cysts in the right ovary which apparently is unassociated with symptoms and therefore likely incidental. Otherwise no other significant abnormalities of the abdomen or pelvis are found. Specifically, there is no evidence for free fluid present. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and persistent pelvic pain cramping sharp pelvic pain'), device dislocation ('the coil had migrated laterally and') and rheumatoid arthritis ('rheumatoid arthritis') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2000), gerd, memory loss and cesarean section. Concurrent conditions included body mass index normal, anesthesia and penicillin allergy. Concomitant products included lamotrigine for anxiety, pregabalin (lyrica) for pain as well as. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced arthralgia ("persistent joint pain / wrist pain/ progressive joint pain") and pain in extremity ("hand pain"). In 2004, the patient experienced influenza like illness ("flu-like symptoms"). In 2005, the patient was found to have hepatic enzyme increased ("my liver enzymes have remained chronically elevated") and experienced anxiety ("chronic anxiety / deepened anxiety/anxiety / mental anguish"), fatigue ("fatigue / chronic fatigue"), dyspareunia ("pain during intercourse") and depression ("depression"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced alopecia ("hair loss / significant hair loss"). In 2008, the patient experienced dysphagia ("difficulty swallowing") and pharyngeal oedema ("swelling in the throat"). In 2010, the patient experienced joint swelling ("swelling of joints"). In 2015, the patient experienced gliosis ("I have areas of gliosis on a brain MRI which correlate with autoimmune disease/abnormal brain MRI showing gliosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), pain ("achiness / pain"), feeling abnormal ("brain fog"), attention deficit hyperactivity disorder ("inattention/add"), paresthesia ("painful paresthesias"), hypoaesthesia ("numbness in face"), facial paraesthesia ("tingling in face"), cognitive disorder ("after essure was placed, I noticed a decline again in difficulty with my cognitive function"), stress ("stress"), allergy to metals ("nickel allergies / hypersensitivity reaction to nickel") with pruritus, abdominal distension ("bloating"), tracheal calcification ("I have severe calcification of my cricoarytnoid cartilage which is present with rheumatoid arthritis"), complication of device insertion ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it"), procedural pain ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it") and asthenia ("no energy"). The patient was treated with surgery (removal of the essure coils from fallopian tubes). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hepatic enzyme increased, pain and feeling abnormal had not resolved, the device dislocation, rheumatoid arthritis, arthralgia, joint swelling, anxiety, fatigue, attention deficit hyperactivity disorder, paresthesia, hypoaesthesia, facial paraesthesia, cognitive disorder, depression, stress, allergy to metals, abdominal distension, gliosis, tracheal calcification, dysphagia, pharyngeal oedema, complication of device insertion, pain in extremity, procedural pain and influenza like illness outcome was unknown and the alopecia, dyspareunia and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, asthenia, attention deficit hyperactivity disorder, cognitive disorder, complication of device insertion, depression, device dislocation, dyspareunia, dysphagia, fatigue, feeling abnormal, gliosis, hepatic enzyme increased, hypoaesthesia, influenza like illness, joint swelling, pain, pain in extremity, paresthesia, pelvic pain, pharyngeal oedema, procedural pain, rheumatoid arthritis, stress, tracheal calcification and facial paraesthesia to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: patient received medical treatment for inattention/add,anxiety/depression,pain,joint pain,pelvic pain. Patient not sought treatment for stress and fatigue. Current weight: 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. (B)(6) 2001 : MRI of the brain : no evidence for central ganglionic or watershed ischemic tissue loss or gliosis. 2. No evidence for mass, pathologic enhancement, or hippocampal temporal lobe lesion. (B)(6) 2005 : hepatitis panel : non reactive (B)(6) 2005 : ast : 69 high (B)(6) 2005 : alt : 68 high (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : negative left wrist, negative left hand. (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : findings compatible with either two 2 mm healed bone cysts or degenerative geodes within the trapezium bone of the right wrist. The findings are otherwise unremarkable. Negative right hand. (B)(6) 2010 : upper abdominal ultrasound (abnormal liver function test): normal abdominal ultrasound. (B)(6) 2015 : MRI brain w/wo (memory loss) : no abnormal mass effect is seen in the brain. There is no evidence of cerebellar tonsillar ectopia. No abnormal enhancement is seen in the brain or leptomeninges. The major intracranial flow voids are preserved. No abnormal flow void is visualized. Several tiny bright t2 foci which are nonspecific are noted in the corona radiata of the left superior temporal lobe. Faint diffusion abnormality only is seen concordant with those foci on the diffusion weighted images. These may be on the basis of gliosis in the presence of small vessel disease but may also be congenital. Impression: borderline normal study as described. Eeg correlation may be appropriate. (B)(6) 2016 : (B)(6) (B)(6) 2010 : (B)(6) (B)(6) 2016 : alkaline phosphatase : 133 above high normal (B)(6) 2016 : us transvaginal for abdominal pain : essentially normal examination for patient age . No evidence for ovarian torsion or other acute gynecologic pathology. (B)(6) 2016 : CT abd & pelvis w contrast for abdominal pain : 1. The only potential abnormality is a heterogeneous appearance of the left ovary. This ovary however appears normal on sonography with normal blood flow. The etiology and significance of this observation is unknown. One possibility is that there was torsion present which spontaneously reduced. 2. There appear to be two small hemorrhagic cysts in the right ovary which apparently is unassociated with symptoms and therefore likely incidental. Otherwise no other significant abnormalities of the abdomen or pelvis are found. Specifically, there is no evidence for free fluid present. Most recent follow-up information incorporated above includes: on 27-jul-2020: event device dislocation was added. Reporter added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent pelvic pain cramping sharp pelvic pain") and rheumatoid arthritis ("rheumatoid arthritis") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2000), gerd, memory loss and cesarean section. Concurrent conditions included body mass index normal, anesthesia and penicillin allergy. Concomitant products included lamotrigine and paroxetine hydrochloride (paxil) for anxiety and pregabalin (lyrica) for pain. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced arthralgia ("persistent joint pain / wrist pain") and pain in extremity ("hand pain"). In 2004, the patient experienced influenza like illness ("flu-like symptoms"). In 2005, the patient experienced hepatic enzyme increased ("my liver enzymes have remained chronically elevated"), anxiety ("chronic anxiety / deepened anxiety/anxiety / mental anguish"), fatigue ("fatigue / chronic fatigue"), dyspareunia ("pain during intercourse") and depression ("depression"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced alopecia ("hair loss / significant hair loss"). In 2008, the patient experienced dysphagia ("difficulty swallowing") and pharyngeal oedema ("swelling in the throat"). In 2010, the patient experienced joint swelling ("swelling of joints"). In 2015, the patient experienced gliosis ("I have areas of gliosis on a brain MRI which correlate with autoimmune disease/abnormal brain MRI showing gliosis"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), pain ("achiness / pain"), feeling abnormal ("brain fog"), attention deficit/hyperactivity disorder ("inattention/add"), the first episode of paraesthesia ("painful paresthesias"), hypoaesthesia ("numbness in face"), the second episode of paraesthesia ("tingling in face"), cognitive disorder ("after essure was placed, I noticed a decline again in difficulty with my cognitive function"), stress ("stress"), allergy to metals ("nickel allergies / hypersensitivity reaction to nickel") with pruritus generalised, abdominal distension ("bloating"), tracheal calcification ("I have severe calcification of my cricoarytnoid cartilage which is present with rheumatoid arthritis"), complication of device insertion ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it"), procedural pain ("I had to be put under anesthesia because my doctor was having difficulty placing them and I could not tolerated it") and asthenia ("no energy"). The patient was treated with surgery (removal of the essure coils from fallopian tubes). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hepatic enzyme increased, pain and feeling abnormal had not resolved, the rheumatoid arthritis, arthralgia, joint swelling, anxiety, fatigue, attention deficit/hyperactivity disorder, hypoaesthesia, the last episode of paraesthesia, cognitive disorder, depression, stress, allergy to metals, abdominal distension, gliosis, tracheal calcification, dysphagia, pharyngeal oedema, complication of device insertion, pain in extremity, procedural pain and influenza like illness outcome was unknown and the alopecia, dyspareunia and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, asthenia, attention deficit/hyperactivity disorder, cognitive disorder, complication of device insertion, depression, dyspareunia, dysphagia, fatigue, feeling abnormal, gliosis, hepatic enzyme increased, hypoaesthesia, influenza like illness, joint swelling, pain, pain in extremity, pelvic pain, pharyngeal oedema, procedural pain, rheumatoid arthritis, stress, tracheal calcification, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure (ess205). The reporter commented: patient received medical treatment for inattention/add,anxiety/depression,pain,joint pain,pelvic pain. Patient not sought treatment for stress and fatigue current weight: 128. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. (B)(6) 2001 : MRI of the brain : no evidence for central ganglionic or watershed ischemic tissue loss or gliosis. 2. No evidence for mass, pathologic enhancement, or hippocampal temporal lobe lesion. (B)(6) 2005 : hepatitis panel : non reactive. (B)(6) 2005 : ast : 69 high. (B)(6) 2005 : alt : 68 high. (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : negative left wrist, negative left hand. (B)(6) 2010 : x ray left wrist /hand clinical historypain, loss of range of motion : findings compatible with either two 2 mm healed bone cysts or degenerative geodes within the trapezium bone of the right wrist. The findings are otherwise unremarkable. Negative right hand. (B)(6) 2010 : upper abdominal ultrasound (abnormal liver function test): normal abdominal ultrasound. (B)(6) 2015 : MRI brain w/wo (memory loss) : no abnormal mass effect is seen in the brain. There is no evidence of cerebellar tonsillar ectopia. No abnormal enhancement is seen in the brain or leptomeninges. The major intracranial flow voids are preserved. No abnormal flow void is visualized. Several tiny bright t2 foci which are nonspecific are noted in the corona radiata of the left superior temporal lobe. Faint diffusion abnormality only is seen concordant with those foci on the diffusion weighted images. These may be on the basis of gliosis in the presence of small vessel disease but may also be congenital. Impression: borderline normal study as described. Eeg correlation may be appropriate. (B)(6) 2016 : wbc : 20.9 above high normal. (B)(6) 2016 : ast (sgot) : 103 above high normal. (B)(6) 2016 : alt (sgpt) : 92 above high normal. (B)(6) 2010 : ast : 59 high. (B)(6) 2010 : alt : 43 high . (B)(6) 2016 : alkaline phosphatase : 133 above high normal. (B)(6) 2016 : us transvaginal for abdominal pain : essentially normal examination for patient age . No evidence for ovarian torsion or other acute gynecologic pathology. (B)(6) 2016 : CT abd & pelvis w contrast for abdominal pain : 1. The only potential abnormality is a heterogeneous appearance of the left ovary. This ovary however appears normal on sonography with normal blood flow. The etiology and significance of this observation is unknown. One possibility is that there was torsion present which spontaneously reduced. 2. There appear to be two small hemorrhagic cysts in the right ovary which apparently is unassociated with symptoms and therefore likely incidental. Otherwise no other significant abnormalities of the abdomen or pelvis are found. Specifically, there is no evidence for free fluid present. Most recent follow-up information incorporated above includes: on 21-may-2018: event "flu-like symptoms", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.